Manufacturer narrative:
The reported event of the stylet failure to advance was confirmed. A complete lead was returned in one piece for analysis. The returning stylet was noted to be stuck inside of the lead. No anomalies with the exception of damage consistent with procedural damage. Destructive analysis found the inner coil clogged with blood at the returning stylet stuck region. The cause of the reported event was isolated to the blood clogged in the inner coil.

Event description:
It was reported that the patient had presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not reach the ideal implant position with the stylet. The stylet was then reshaped; however, it was observed that it still failed to advance into the rv lead. A new stylet was used, but the issue persisted. The rv lead was not used and was replaced on (B)(6) 2025. The patient remained stable post-procedure.